Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between may 19, 2023 and may 22, 2023. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. Based on the functional flow test result, the infusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused. The device completed the medication delivery sooner than expected. This was discovered during patient use. The device was filled with ropivacaine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.